Manufacturer narrative:
This issue was resolved for the customer by informing them of the results of the returned and tested mattress and confirming with customer that nothing more is needed from stryker.

Event description:
It was reported that the patient had a alleged pressure ulcer. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the patient had a alleged pressure ulcer. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.